Manufacturer narrative:
Investigation summary: one (1) sample and one (1) photo were provided by the customer for investigation. The sample was visually examined, it was observed that there is brown foreign matter (fm) embedded in the in the body of the barrel. The brown foreign matter was measured and the largest particle was found to be approximately 0.1315 inches in length. Several smaller embedded particles were also observed in the body of the syringe. Three (3) photos were also provided by the customer for investigation. The first (1st) photo shows the returned sample in the sealed blister pack. Brown foreign matter is visible in the body of the syringe. The second (2nd) photo shows the lot information printed on the bottom of the blister pack. The third (3rd) photo shows the top web of the blister pack showing the material number and information. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample and photo provided. Root cause description: embedded foreign matter can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. Bd acknowledges that the returned sample had brown embedded foreign matter (fm). When starting the molding process, the press is put into "startup" where the press runs until any potential foreign matter is flushed through the system. The press remains in startup until no foreign matter is detected in inspections. Rationale: as this one (1) occurrence would not exceed the acceptable quality level (aql), no corrective or preventative action will be taken in the scope of this complaint.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe packaging before use. The following information was provided by the initial reporter: "more syringes found on saturday. These are 60 ml 309653, lot number 9086595."